Event description:
It is reported that the intraocular lens (iol) was explanted and replaced with a toric lens due to a residual cylinder (astigmatism) left in the eye. It was stated that the incision was enlarged and there were no patient complications reported.

Manufacturer narrative:
(B)(4) - device explanted. (B)(4) - enlarged incision. Device has not been received for return. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
Evaluation: the intraocular lens was received and visually inspected under 10x magnification. The lens was received cut into two pieces. Visual examination found cracks on the lens surface which most likely occurred during the explant process when the lens was cut into two pieces. No other defects on either half of the lens were observed. Dioptric measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power of 21.0 for this lot number and as this lens was labeled. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted. Placeholder.